Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's activated clotting time (act) prior to crossing the septum was 240 sec. Additional heparin was administered and after crossing the septum the act was 331 sec. A watchman® access system (was) was positioned and then a watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released. While checking for pericardial effusion, a thrombus was noted at the septum, closer to the was. The physician decided to place bilateral carotid filters (radical torse) and aspirated the clot. The patient was stable. The watchman was successfully implanted.